Event description:
Reported event stated in journal article, "unusual gastric band migration outcome: distal small bowel obstruction and coming out per-rectum" the pan africa medical journal, 2012; 13:59. Doctor reported events of fever, periumbilical pain, swelling, "fluid collection surrounding access port", and leukocytosis which resulted in access port being explanted eight years post gastric banding surgery. "The remaining part of the connecting tube [was] left in the abdominal cavity." Three months after access port explant the pt experienced abdominal pain, small bowel dilatation, small bowel obstruction, and rectal pain, resulting in discovery of band migration into rectal area. Gastric band and connecting tube were removed per rectum with no difficulties. Pt was discharged in good condition. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). No contact info for the author could be located so allergan is unable, at this time, to request more info regarding implanting/explanting surgeon names, serial numbers, and dates of occurrences. Since allergan has not received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Obstruction, erosion, infection, irritation/inflammation, pain, and displacement are surgically/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of erosion as follows: caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device in avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were add'l occurrence of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."